Event description:
It was reported that, after a tka was performed on (B)(6) 2023, the patient experienced a disassociation of their lgn ps high flex xlpe sz 5-6 11mm. Due to this the patient underwent a revision surgery on (B)(6) 2024 to exchange the disassociated insert. Patient experienced another dissociation and was revised on (B)(6) 2024.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the second revision surgery mentioned on section b5 is recorded under our internal reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device shows signs of use with scratches, gouges, and burs. The complaint description alleges product was involved in a disassociation. Due to the product being used by the customer, the implant was dimensions are no longer valid to the state of manufacturing. Plastic is easily distorted, especially when articulating against a mating surface is harder than the plastic. Surface finish damage (e.g. Dings, scratches, scuffs, rubs, etc.) And critical feature distortion (e.g. Warping, twisting, rupturing, creasing, etc.) Are sufficient to alter the measurements during evaluation. For this reason, no dimensional analysis will be conducted. If additional complaints for this batch are submitted, this file will be reviewed for trending purposes. The clinical/medical investigation concluded that the patient activity most likely led to the first insert disassociation as it was reportedly noted after the patient experienced a ¿pop¿ when kneeling in an ¿extreme flexed position¿ while working on the stove and experienced immediate discomfort. X-rays reportedly suggested ¿partial disassociation and anterior subluxation of the tibial insert¿ weeks prior to the first revision. The patient impact is determined to be the anteriorly subluxated articulating insert after kneeling in an extreme flexed position with immediate discomfort and the eventual revision. A transient post-surgical restorative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that repeated assembly and disassembly of the modular components could compromise a critical locking action of the components. Surgical debris must be cleaned from components before assembly. Debris inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. Modular components must be assembled securely to prevent disassociation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient activity, injury, surgical technique, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9.